Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant, they noticed uncomfortable pain. They said it hurts at the ins site and they feel they should no longer have that pain. The pt described electrocuting, shocking, spasming pain, happening all the time and that it happens stronger when they are recharging. The pt said they wear a thin layer of clothing between their skin and the blue side of the recharger when they recharge. They think there is a short. The pt also reported shortly after implant when they had the shocking terrible, spasming and they were screaming in pain they were on morphine in the hospital for 2 weeks. They had an MRI that showed a cyst wedged in between the bones of their back that was removed on (B)(6) (2021). The pt said after surgery, the big spasming stopped and since then the patient has had light spasms but never turned stim off to see if the spa sms would resolve. Later in the call pt said, they must have [turned stim off] for the surgery, but they don't remember because they were on morphine. The pt said they called and reported this to their doctors office and the nurse called them back, referring them they had to call the manufacturer. The pt said they made an appointment to see their doctor on thursday at 10:30. Patient services worked with the pt to sync their control equipment to their ins and the pt reported they were on program 2 at 0.6. Patient services reviewed the option to turn stim down or off until they could work with their doctor. The pt repeated the doctor's office told them to call the manufacturer. Patient services reviewed some general system education information. The pt decreased stim and reported the electrocuting spasms were still happening but they were less. The pt turned stim off and said they can still feel tiny electrocution. The pt said the ins site still hurts and that it still feels about the same. Patient services reviewed ins site pain could be a medical issue. Patient services then reviewed the rep's role and sent email to the rep for notification of the issue.